Event description:
It was reported that an asymptomatic patient presented to the ER. Post-paced t-wave oversensing on the ventricular channel was observed on stored egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.